Event description:
Clinic notes were received in regards to a generator replacement referral. It was noted that the patient's behavior has decompensated, as she is no longer interactive, cannot cooperate, cannot use the bathroom properly, and act like a doll that has wound down. Additionally, it was reported the patient's seizure control also worsened and she can no longer control her urine. The patient also no longer talks to her "boyfriend." It was explained that just before the patient's appointment in (B)(6) 2016, she had been wetting her bed for several days and it was initially thought the patient had a uti. However, it was noted the patient was not sick with infection, she was not sleep deprived, and she was compliant with all of her medications. It was noted the physician interrogated the device and changed the pulse width and the patient tolerated the setting changes well. The physician stated that the vns has improved her seizures, concentration, her mood and her behavior, and the patient is much more interactive with vns. However, he noted, within the same set of clinic notes, that interrogation of the vns device revealed that her battery was dead, even though he had stated he was able to interrogate and adjust her settings. The physician noted the patient had reverted back to a state the physician had never seen before, in regards to her behavior. Additionally, the closing statement of the clinic notes showed the uti was still a suspect and he discussed, interrogated, and reset the patient's vns. A battery life calculation was performed which showed the patient had approximately 4.5 years remaining until neos = yes (near end of service). A review of the in-house programming history database found no anomalies; however, no diagnostic results were available. It was later explained by the company representative that the patient's vns battery was find and not depleted. It was also noted the patient's caregiver had explained the patient was having other person issues which could have contributed to the patient's adverse events. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating the patient had come into the office on (B)(6) 2016 and the vns was checked. No high impedance was observed and there were no battery status indicators showing the generator had a low battery; the battery was noted to be fine. It was noted by the nurse that the physician initial stated the behavior issues may be related to a low vns battery simply due to clinical symptoms; however, once the patient was again seen it was stated that a believed cause was due to the generic brands of medications. The increase in seizures did occur, but they were still below pre-vns baseline levels and it was noted the patient was still not titrated to therapeutic levels of vns therapy. The nurse explained that the physician does not believe the behavior issues and increased seizures are related to vns in any way and she additionally stated that she is the one who monitors and knows most about the vns and believes the issues are not related to vns. Additional clinic notes were received and it was noted that the physician does believe the medications are to blame for the behaviors noted. Specifically, the patient's psychiatrist had added a medication to calm the patient due to an altercation that occurred. The patient's behavior changes definitely were preceded by the risperdal just before the patient came to her (B)(6) 2016 visit. It was noted that the vns battery strength may have also contributed to the issue; however, the nurse had previously stated that on the (B)(6) 2016 visit there was no low vns battery and that she is actually more familiar with the vns than the physician. The clinic notes went on to say that once the patient was taken off the risperdal, her behaviors have started to improve.

Event description:
The generator and lead were replaced. The explanted devices were discarded by the explant facility. Additional relevant information has not been received to-date.